Event description:
A report was received that the patient underwent an explant due to an infection at the midline incision. The symptom included a discharging sinus. The physician found it hard to believe that this would be device related. The patient was hospitalized overnight and released the next day with an antibiotic prescription. The patient is reportedly fine following the procedure.

Event description:
A report was received that the patient underwent an explant due to an infection at the midline incision. The symptom included a discharging sinus. The physician found it hard to believe that this would be device related. The patient was hospitalized overnight and released the next day with an antibiotic prescription. The patient is reportedly fine following the procedure.

Manufacturer narrative:
Date of event - 2011. Additional suspect medical device components involved in the event: model: sc-2158-50, serial: (B)(4), description: linear lead with enhanced stylet, 50cm. Model: sc-1110-02, serial: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. The ipg was analyzed and it passed all tests. The ipg exhibits normal device characteristics.